Event description:
A customer reported that an insulin cartridge leaked, occurring at the cartridge septum after it was filled off the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer changed the cartridge and successfully resumed insulin therapy. Technical support also arranged for a return merchandise authorization for the cartridge.